Manufacturer narrative:
(B)(4). Complaint device has been returned to the manufacturer but has not been evaluated yet.

Event description:
It was reported the head of the screw broke when inserted. The screw was removed and a second screw was used to complete the surgery with a delay of greater than 30 minutes reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10 device available for evaluation: yes returned to manufacturer h3 device evaluated by manufacturer: yes h4 device manufacture date: (B)(6)2018 h6 method codes: 3331 - 4109 - 10. H6 result codes: 3252. H6 conclusion codes: 4315. Complaint sample was evaluated and the reported event was confirmed. Product was evaluated and the complaint of screw fracture was confirmed. The state of the returned product did not allow for further dimensional analysis, as only part of the device was returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. Reference: (B)(4).